Manufacturer narrative:
D9: product received date 11/7/2024. H3: one device was returned for repair with complaint that the pump randomly has issues with wireless connection and power. No service record for the last 12 months. Visual/functional testing was performed. Cannot replicate or confirm the reported error with wifi connection issues. The probable cause of the reported error is the wifi module. Performed preventative maintenance and calibration. The device (without wifi module) passed all functional tests after the repair.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump randomly has issues with wireless connection and power. There was unknown patient involvement and unknown patient harm/adverse event reported.